Manufacturer narrative:
Breast self-examinations: following breast augmentation, you should continue to perform breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant from breast tissue will decrease the necessity of excessive squeezing of the implant during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for patients in the a95/r95 study included in the labeling for saline breast implants.

Event description:
As part of my responsibilities as a nurse in global safety and epidemiology, literature articles are reviewed. The following article was received on (B)(6) 2014: "breast implant associated alcl" review of a distinct clinicopathologic entity" arch pathology lab med-vol 138, june 2013. Within the article the authors describe the events of a mass and bia-alcl of a (B)(6) year old pt with a history of breast reconstruction. There is no mention of the devices used in this case; therefore, an email was sent to try and gather the missing info. The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. There is limited info available for this case after the initial investigation and there is an unlikely chance that this info will be obtained. However, if there is additional info, such as device info, implanting/explanting physician or any labs related to, but not limited to an alcl diagnosis, the file will be reviewed and updated.